Event description:
It was reported the actual residual volume was greater than the expected volume. For the last 2 refills that the hcp was aware of the patient had had 3-4-ml more than expected: (B)(6) 2013 evr 4.9ml actual 5ml, (B)(6) 2013 expected 3ml actual 3.5 ml, (B)(6) 2014 expected 3.5ml actual 7ml and (B)(6) 2014 expected 10.4ml actual 13ml. The patient stated they were feeling jittery in the morning and was concerned they may be having mild withdrawal symptoms. The patient was concerned the pump maybe having issues. The patient reported this to the hcp at the refill on (B)(6) 2014. The hcp felt the patient did not look like they were in full blown withdrawal. The hcp was also not sure when this first started for the patient. The patient had stated they knew they were feeling withdrawal after hearing of the reservoir discrepancy but had reported the jittery feeling before knowing of the volume discrepancy. The hcp was also not sure of when exactly the symptoms are occurring. The pump was used to deliver morphine. Additional information later reported when the patient wakes up in the morning feels real jittery like when going through withdrawal, notices mostly at night, when in a certain position in bed can feel himself going through withdrawal. Once up walking symptoms improved. The cause of the discrepancy was indicated as catheter issue, either at anchor site or tip (after roller dye) a roller dye study was performed (B)(6) 2014, bit of resistance when dye got to back anchor site area dye could be seen going in to catheter into subarachnoid space, not much spilled into csf indicating some form of obstruction. Surgery was discussed, revision of anchor site and catheter, waiting for insurance approval and scheduling of surgery. The patient was not recovered, symptoms/issue ongoing. The postoperative diagnosis was post lumbar laminectomy syndrome status post subarachnoid pain pump with dysfunction pain relief, with intermittent kinking of the catheter at anchor site due to scar tissue in the area causing intermittent withdrawal and inefficient pain relief. The patient stated that they know when it is working well and they can tell when for some reason it is not working and had noted over the last several months that particularly during the night when they rolls around in bed that if they get into a certain position the patient is so sensitive to the medication they can actually feel themselves going through withdrawal at times and many times in the morning when they first get out of bed they can tell they are going through a little withdrawal and then by the time they get up and moves around a little bit they feel the like the medication in the pump was finally getting through to the patient and it is finally working. It was also noted one of the concerns of course of whether or not the patient was actually having kinking of the catheter at the anchor site or some other location, and or whether or not the patient may have a granuloma at the tip of the catheter. A roller dye study was performed (B)(6) 2014,. The hcp attempted to aspirate back fluid and was unable to aspirate back any fluid from the catheter. The hcp saw the dye go from the pump into the catheter around to the patient¿s back and then get to the back where there was a little bit of resistance when dye got to back anchor site area dye could be seen going in to catheter into subarachnoid space, not much spilled into csf indicating some form of obstruction. Per the hcp after the dye study they felt comfortable the catheter was well attached to the pump and that the problem with the catheter was either at the anchor site and or at the tip of the catheter where it may be ensnarled in scar tissue and or have a granuloma. It would explain why the patient was having such intermittent pain relief and at times going through withdrawal. A roller study was also performed on the pump and the rollers were to move and the pump was functioning properly. It was also noted that from the roller dye study it would appear to be consistent with some obstruction at the anchor site and or at the tip of the catheter causing a reduced amount of medicine being able to go through the catheter and into the patient and this may be very positional as well. The patient had not had any neurological changes that would go along with a granuloma at the tip of the catheter; however this could not be ruled out. Following the procedure the patient was monitored and found to be in stable condition with good results and no complications. The patient will follow up in 1 week. They planned to proceed with surgical exploration and revision of the anchor site and catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).